Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported "left rupture, has texturized implants". The device has been explanted.

Manufacturer narrative:
Clarification to d4 expiration date: listed as "ni". A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). Anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6, h11.

Event description:
Healthcare provider reported "left rupture, has texturized implants". The device has been explanted.